Manufacturer narrative:
Clamshell repair due to previous driveline damage reported in MFR# (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR numbers: (B)(4). It was reported that the patient was having driveline fault alarms and no external power events. Timestamps were unknown as the device's clock was not set. Previous driveline damage was also noted. The entire driveline was noted as being covered with rescue tape. The site exchanged the patient's system controller per technical services' recommendation on (B)(6) 2020. There was no interruption in pump support during the driveline fault events. The driveline fault did not return after the controller exchange, but the log files continued to show driveline degradation. It was noted that the entire kevlar sheath was gone. On (B)(6) 2020, technical services performed a driveline repair approximately 2 inches from the exit site. After the repair, the patient was tethered on grounded patient cable with no issues or alarms noted. Technical services also noted that one of the recorded no external power events was due to power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during this event, and the site reported that the mpu had a locking ac power cord. The patient was unsure if the no external power event at the mobile power unit could be attributed to a loss of power to house or the power cord coming loose at the wall/outlet.

Manufacturer narrative:
Section d4: correction. Catalog number should be left blank. Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. The controller clock was not set throughout the log file, therefore, the exact date and time of events occurring could not be determined and were recorded on the default date of (B)(6) 2001. A no external power alarm was active due to a dual power cable disconnect while changing power sources from the mobile power unit to battery power. The backup battery supported the system during these events. The alarms cleared once power was restored. Pump operation was not affected. There were no other notable alarms active in the log file. Additional information received on (B)(6) 2020 stated that the exchanged heartmate ii system controller would not be returned for analysis due to the controller being out of warranty and was discarded. A root cause for the no external power alarm was due to a user error dual disconnection while changing power sources. The device history records were reviewed and the records revealed the heartmate 2 system controller was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on 20sep2019. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.